Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment and migration occurred. The 50% stenosed target lesion was located in the mildly to moderately tortuous and mildly calcified vessel below the right knee. A 300cm journey guide wire was advanced to the target lesion without resistance. However, sticking of the guide wire was noted during use. The 300cm journey guide wire distal tip "frayed off" at approximately 1-2 cm past the ro marker and migrated to the dorsal pedal artery. The physician attempted to retrieve the detached guide wire tip with a non bsc snare, but the device was not small enough to remove the detached guide wire tip. The physician determined it was okay to abort the procedure and decided to leave the detached tip inside the patient's anatomy. The procedure was completed with this device and no additional actions were taken. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure a guide wire tip detachment and migration occurred. The 50% stenosed target lesion was located in the mildly to moderately tortuous and mildly calcified vessel below the right knee. A 300cm journey guide wire was advanced to the target lesion without resistance. However, sticking of the guide wire was noted during use. The 300cm journey guide wire distal tip "frayed off" at approximately 1-2 cm past the ro marker and migrated to the dorsal pedal artery. The physician attempted to retrieve the detached guide wire tip with a non bsc snare, but the device was not small enough to remove the detached guide wire tip. The physician determined it was okay to abort the procedure and decided to leave the detached tip inside the patient's anatomy. The procedure was completed with this device and no additional actions were taken. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the corewire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. The remaining proximal portion of the high torque sleeve was 6.25in long. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. The corewire fractured surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was no evidence of any material or manufacturing deficiencies contributing to the fractures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).